Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that right ventricular (rv) defibrillation lead exhibited increasing threshold measurements from 0.8v at 0.4ms at implant to 7v at 2 ms in august. At a recent device check, rv non-capture at maximum output was observed. Additionally, the device was less than three months to explant due to maximum output rv pacing. The rv impedance measurements had fallen to the 250 ohms range, and r-wave amplitude was 4.9 mv. This rv lead remains in service, however lead revision was planned. No adverse patient effects or interventions were reported at this time.